Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and was found to have a grip pin missing at the distal end and was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument had a jaw failure at the end of the procedure. The customer noted that the fastening element was loose and they removed the instrument from the cannula. The procedure was completed with no reported injury.